Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 28mm tricuspid annuloplasty ring, the ring was explanted and replaced with a 27mm bioprosthetic valve. The patient expired 8 days post implant of the bioprosthetic valve. The cause of death was not reported, and it is unknown if an autopsy was performed.